Manufacturer narrative:
The returned device was evaluated and the soft cannula was in the deployed state when the device was received. The data showed that the first priming sequence ended at 46 pulses and deactivation occurred at 200+ pulses. The needle mechanism was reset and fired properly during the investigation. The exposed portion of the soft cannula was found to be short. The soft cannula length was measured to be below specification. It could not be determined when or how the cannula was damaged. The download data contains no timeouts, drive stalls, or hazard alarm, indicating that there was no struggle in delivering insulin.

Event description:
A patient reports having a pod in which the cannula had failed to deploy upon initial activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.